Event description:
It was reported that the device was used during a laproscopic assisted vaginal hysterectomy procedure. It was reported by the rep that on the first and second firings of the (1) tsw35 there was a small amount of bleeding from the staple line. The surgeon decided to put a clip on the two spots that were bleeding. The rest of the firings were hemostatic. There was no consequence to the pt.